Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A customer reported that the sensor¿s alarm failed to trigger when their were hypoglycemic and as a result, experienced a seizure, a loss of consciousness, and a fall which resulted in subdural hematoma. The customer was provided a glucagon injection and glucose gel by a non-healthcare professional and was taken to a hospital where unspecified laboratory glucose was obtained and the customer was diagnosed with hypoglycemia. In addition, an operation was performed on the customer and no further information was provided. There was no report of death or permanent injury associated with this event.